Event description:
It was reported that the patient was not getting adequate pain relief despite of optimizing the program. Imaging was taken and lead migration was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7116516. UDI: (B)(4).